Manufacturer narrative:
Sections with additional information as of 03-dec-2021: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications most likely underlying root cause: mlc-101: user used the wrong strip.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: dry mouth. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message. During the call, a blood test was not performed by the customer. Customer has discontinued product - customer has true2go meter. Customer was also using truetrack test strips with the true2go meter. The test strip lot manufacturer¿s expiration date is 03/31/2022 and open vial date is 09/16/2021. Product storage location was not disclosed. The customer stated she had not been testing her blood glucose for a long period of time. At the time of the call, the customer reported experiencing dry mouth; medical attention was not needed at the time. Customer was upgraded to true metrix go product line.